Manufacturer narrative:
Device arrived at tag for investigation and these are their findings. The breaking position is on the intersection between the stiff and the flexible part of the device. At the maximum length from the head/tip. There are light damages marks on the cutting edge. The device meets engineering specifications. At the breakage point the device segments have damage marks from bending of the device not at proper radius bend. Inspecting the internal diameter laser cut connection show meeting engineering requirements. Flexibility of the shaft as to requirement. Concentricity of the hole in the raw material as to spec. The failure was caused by improper use of the device, the drill broke at its designed position.(weakest point) furthermore, this device has exceeded its service life. The product was returned for investigation and the reported failure mode was confirmed by tag the device manufacturer. The failure mode will be monitored for future reoccurrence.

Event description:
It has been reported that during a knee surgery, the reamer suddenly broke in two parts. One part of the reamer remained inside the femoral tunnel and some pieces from the puzzle-shaped part of the reamer fell inside the knee of the patient. The surgeon spent approximately two additional hours retrieving the small pieces from the knee.

Event description:
It has been reported that during a knee surgery, the reamer suddenly broke in two parts. One part of the reamer remained inside the femoral tunnel and some pieces from the puzzle-shaped part of the reamer fell inside the knee of the patient. The surgeon spent approximately two additional hours retrieving the small pieces from the knee.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.